Event description:
The reporter stated a cc4204bf collamer single piece lens cracked while being loaded into the cartridge. There was no pt contact. The reporter stated this was an unusual occurrence and they felt the lens was possibly defective. Another same type lens was implanted.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.